Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an unrelated lead revision procedure (B)(6) 2020. During a post procedure check, it was noted that the left ventricular - lv lead exhibited loss of capture and was dislodged causing phrenic nerve stimulation. The lead was capped (B)(6) 2020 and not replaced. The patient was in stable condition before, during, and after the procedure.